Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the patient called because she felt a leak at the level of the catheter. The cap of the catheter had fallen on the patient as if the thread was cut in two. The fixing point of the catheter remained fixed to the skin. Compression executed and the end of the catheter was cut with the hemostat forceps. The catheter was removed. Vital parameters were monitored. No clinical consequences.

Manufacturer narrative:
(B)(4). The customer returned a piece of a catheter body and a two piece hub. Visual examination revealed that the no tip or juncture hub are present on the returned catheter piece and that it only has three markings present. The markings are of one, two and three lines, no dots or individual centimeter markings were present. A suture thread was knotted around the catheter body between the double and triple line markings causing an indentation/ pinching on the body. Under microscopic examination the suture material looks like a plastic material and not an arrow suture material. Microscopic examination also revealed that one end of the catheter appears to have been cut, other was smooth and flat like a manufactured end, and the catheter had only one lumen. The returned two piece hub was white and had a metal cannula through it. A review of the catheter graphic confirmed that the returned catheter did not match the graphic. It is likely not an arrow catheter. The returned catheter piece measured 20.9cm in length. The report that the extension line luer hub separated from the extension line could not be confirmed through visual examination of the returned sample. A piece of the catheter body was returned along with a two piece hub both of which did not match the graphic for the catheter in the reported kit. A DHR review did not reveal any manufacturing related issues. The probable cause of this complaint could not be determined based on the information provided and without the actual complaint sample.

Event description:
The customer alleges that the patient called because she felt a leak at the level of the catheter. The cap of the catheter had fallen on the patient as if the thread was cut in two. The fixing point of the catheter remained fixed to the skin. Compression executed and the end of the catheter was cut with the hemostat forceps. The catheter was removed. Vital parameters were monitored. No clinical consequences.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review did not reveal any manufacturing related issues. The potential cause for the extension line breaking and separating could not be determined based upon in the information reported and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the patient called because she felt a leak at the level of the catheter. The cap of the catheter had fallen on the patient as if the thread was cut in two. The fixing point of the catheter remained fixed to the skin. Compression executed and the end of the catheter was cut with the hemostat forceps. The catheter was removed. Vital parameters were monitored. No clinical consequences.